Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 18066266, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 16995848, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 18066266, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 18066266, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced painful shocks, minimal pain relief, numbness or loss of control of extremities in the arms and legs, burns from the unit itself, heart issues and caused incontinence. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.